Manufacturer narrative:
A.2. Updated.

Manufacturer narrative:
H6 code 26: the device was returned for investigation. The device evaluation showed the following: blood residue was observed on the device and in the catheter, indicating that it was inserted in the patient. The deployment knob had been unscrewed from the delivery catheter. A short length of deployment line had pulled out of the catheter. The deployment line was intact and undamaged through the stitching of the sleeve. The deployment line loop had unlaced successfully from the third and sixth double stitch of the sleeve. After the two slip knots on the deployment line loop, the deployment line end was pulled through it creating a knot which prevented the sleeve stitches from unlacing. The findings from the evaluation are consistent with the physician¿s observations. The cause for the inability to deploy the stent graft was the deployment line was pulled through the slip knots on the deployment line loop creating a knot that prevented the sleeve from unlacing.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 the patient was being treated for an abdominal aortic aneurysm (aaa) using a gore® excluder® aaa endoprosthesis featuring c3® delivery system. Upon deployment of the contralateral leg a high resistance was felt when pulling the knob to deploy the device. It was reported that the high resistance was felt after a few centimeters were pulled out from the y connector. It was also noted that the contralateral leg did not open upon pulling the deployment line. The physician then decided to remove the undeployed device and another device of the same size was used and no further reported issues.